Event description:
The hospital reported that during a double coronary artyer bypass graft surgery, for each procedure, the first heartstring seal cracked during the loading preparation and the second did not deploy into the aorta. The surgeon used replacement unit to complete each of the procedure. No patient complications were reported.